Manufacturer narrative:
(B)(4).

Event description:
The field application specialist stated the customer received analyzer alarms pertaining to the procell/cleancell solutions and received various questionable results for multiple patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial elecsys pth immunoassay result was 813 pg/ml. The repeat result on either (B)(6) 2018 on another analyzer was 1230 pg/ml and was believed to be correct. The erroneous result was reported outside of the laboratory and corrected result notifications were sent to physicians. The customer did not know of any affect to any patient. There was no allegation of an adverse event. The reagent lot number was 22037704 with an expiration date of 31-may-2018. The customer repeated some other samples from the same time frame and the results matched. The field service representative found there was a possible valve failure. He verified all tubing was secure, checked each filter, removed each straw and checked the connection, and replaced the valve assembly. He primed the unit and the customer continued to run successfully. After further procell/cleancell solutions alarms were received, the field service representative suspected a reagent/air mixture was entering the procell aspiration tube due to a worn filter or missing seal. He replaced all procell/cleancell aspiration tube filters and seals and as additional preventive measure, replaced the tubing set for internal system reagent valve bank. The customer monitored the procell aspiration/dispense and did not observed further issues. The customer ran qc which all recovered within guidelines. The customer also repeated samples with all results meeting the reproducibility guidelines.